Event description:
It was reported that the patient received an elective replacement indicator message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Correction to follow-up 1 MDR in blocks: b5, e1, h6 and h11. Additional pro code: qrb.

Event description:
It was reported that the patient received an elective replacement indicator (eri) message on the remote control and was having difficulty communicating with the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility. Additional information was received that the patient experienced tingling and numbness in their sides and abdomen and felt excessive levels of heaviness and fatigue in their body.

Event description:
It was reported that the patient received an elective replacement indicator message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility. Additional information was received that the patient experienced tingling and numbness in their sides and abdomen and felt excessive levels of heaviness and fatigue in their body.